Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref#: (B)(4). Summary of investigational findings: it was reported that it was not possible to advance 2nd half of filter into sheath via valve (femoral), it got stuck and a filter leg bent. The patient outcome was not reported. Pre-dilator, femoral introducer, jugular introducer with protection sheath, introducer sheath, three-way stopcock and celect filter was provided for product evaluation. The filter was still at the femoral introducer and one secondary leg was lifted and wrinkled. Blood/biological matter was present. After straightening the filter leg, it was possible to advance the filter through the sheath. Per the product evaluation, an angled or curved approach could cause the difficulty introduction of the filter into the sheath. Retrieval of the partial introduced filter could explain the damaged leg. Review of device history record showed no evidence to suggest that the device was not manufactured according to specification. According to instruction for use do not exert excessive force to advance the filter through the introducer system. Based on the provided information and product evaluation a likely cause is that tortuous anatomy and excessive force could have contributed to this event as it was possible to advance through the introducer sheath in the laboratory. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Occupation: healthcare professional. Similar to device under PMA/510(k): k171712. Investigation is still in progress.

Event description:
Description of event according to initial reporter: unable to advance 2nd half of filter into sheath via valve (femoral). Got stuck. 1 x leg. Bent. Patient outcome: unknown as information was not provided.